Manufacturer narrative:
(B)(4).

Event description:
Additional information was received confirming that alternate knives were obtained in order to continue the procedures with no patient impact experienced.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that three knives were noted to be dull. Procedure details and patient involvement information is unknown. Additional information has been requested.